Manufacturer narrative:
Concomitant: product ID 3888-56, lot# v525986, implanted: 2010-(B)(6), product type lead. Product ID 3708240, serial# (B)(4), implanted: 2010-(B)(6). Product type extension, product ID 3888-33, lot# v536164, implanted: 2010-(B)(6), product type lead. Product ID 3888-56, lot# v532592, implanted: 2010-(B)(6), product type lead. Product ID 3708240, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3888-33, lot# v536164, implanted: 2010-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that electrodes 6 and 7 had high impedances with values of greater than 10,000 ohms. No lead fractures had been found. The patient¿s device was reprogrammed around the electrodes with high impedances andno further troubleshooting was necessary. The patient had not experienced any symptoms related to this event and was receiving effective stimulation.